Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code renal injury was removed and acute kidney failure was added. Patient code swelling/edema (e2338) used to capture swelling and edema. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2021 patient reported a lot of blood coming from incision, this is most likely a hematoma, patient advised to apply pressure dressing on (B)(6) 2021, the patient had a I&d with poly liner and femoral head exchange to address infected/septic total hip. Patient is culture positive for mrsa. The patient presented with swelling, pain and a fever. Depuy poly liner was implanted along with depuy ceramic femoral head. On (B)(6) 2021, the patient was hospitalized due to vancomycin accumulation and acute kidney injury due to IV antibiotic use causing adverse effects. The patient was also experiencing hallucinations and peripheral edema. Patient stopped taking vancomycin and was started on a different antibiotic. Doi: (cup and stem): (B)(6) 2020; doi (head and liner): (B)(6) 2021; affected side: right hip.